Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant air inline error.' Was not reproduced. A review of the history log revealed multiple events of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be ultrasonic sensor out of range. The ultrasonic sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.